Manufacturer narrative:
Not all relevant dimensions of the reamer head can be verified anymore because of the damage and because the reamer head is stuck on the flexible shaft. Therefore this complaint is indeterminate from a manufacturing standpoint. The fracture face is homogenous, which indicates material conformity. The damaged cutting edges are an indication that either a metallic contact during reaming or the use of a blunt instrument caused a mechanical overload and finally the breakage of the reamer head.

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.

Event description:
On (B)(6) 2013, during a tibial intramedullary - im nail insertion, a reamer broke while being inserted into the drill. The shaft and the head were both broken. A backup set was used without significant delay to the procedure. There was no affect on the patient. This is 2 of 2 reports for the same event.